Manufacturer narrative:
The device history record was reviewed for the suspected lot of test strips and no manufacturing anomalies were found. Ten bottles from the same lot of in-house test strips were checked and no bottles had an open cap. Additionally, five bottles from every batch are checked during the quality control process from the start of the production and no bottles had an open cap. The patient information was not provided, therefore, no information was captured.

Event description:
A pharmacist called on behalf of the customer to report that they opened a box of contour test strips and the bottle was already open. There was no allegation of an adverse event. The pharmacist was advised to return the device for evaluation. Replacement test strips were sent to the pharmacist, who had replaced the test strips for the customer.